Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump failed to flow during or prep prior to implantation. It was reported to intera the following: the pump was filled with high-dose heparin (saline) but there was no return on the 5:1 push (5 ml in, 1 ml out). Case coverage was remote. When intera oncology clinical called to check in the case, they were informed that the healthcare provider opened up a second pump because the first one 'wasn't working.'

Manufacturer narrative:
The device was not returned to intera despite multiple requests. Therefore, the physical evaluation of device performance could not be conducted. The device history record was reviewed. There were no deviations or nonconformances pertaining to this serial number. The device met all functional and performance specifications prior to release to manufacturing. Therefore, the cause of the complaint is not established or confirmed. Blank information in the MDR form represents unknown information. If the device is received at a later date, a supplemental report will be filed.

Manufacturer narrative:
The device has been requested to be returned to intera oncology but has not yet been received. The investigation is pending return of the device. Once completed, a supplemental report will be filed. Blank information in the MDR form represents unknown information.

Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump failed to flow during or prep prior to implantation. It was reported to intera the following: the pump was filled with high-dose heparin (saline) but there was no return on the 5:1 push (5 ml in, 1 ml out). Case coverage was remote. When intera oncology clinical called to check in the case, they were informed that the healthcare provider opened up a second pump because the first one 'wasn't working.'